Event description:
It was reported that a large volume infusor underinfused. The device was filled with 240 ml of "ceftavidin" (antibiotic). The contents were expected to infuse over a 24 hour period at a rate of 10 ml/hr. 24 hours after the start of therapy, there were 88 ml of solution remaining in the reservoir. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the infusor was filled with 6 grams of ceftazidime in a diluent of normal saline. The patient was trained to do the therapy and received the treatment at home, instead of in a hospital. It was reported that the flow restrictor was taped to the patient¿s skin and was placed at the same head height as the reservoir. Diluent was added first and then drug. Drug crystallization was not observed. The device was primed and flow was verified prior to infusion. It was reported that there was no simultaneous infusions passing through the same access site. No additional information is available. Device manufacture date: 07/21/2014 - 07/22/2014. Evaluation summary: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate test was performed and the flow rates were found to be within the specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. (B)(4)